Event description:
It was reported that the inside of the explanted unit had fretting and was discoloured. It was also reported that the unit was delaminating.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.